Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used to close the skin. The patient had to come back a few days later after the apparition of micro-abscesses and festering, especially at the knot level, but also around the thread in general. The patient had to come back to evacuate the abscesses and needed dressings for a couple of days.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.